Event description:
It was reported that the ilet touchscreen cracked after striking a bike while the user was biking, and the screen became unresponsive to touch; the user uses a dexcom g7 sensor and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.